Event description:
The complainant stated when he activates the brake at the head end of the bed, the brakes work perfectly. When he activates the brake from the foot end of the bed and shakes the bed, the brake pedal comes out of the brake position and into the neutral position, and the brakes do not hold. When the brake is activated from the foot end, he has to apply more force to the brake pedal in order for it to lock in the brake position. When he activates the brake from the head end, he can easily feel the pedal go into the brake position. The issue was found during installation of the bed into the med-surge ward.

Manufacturer narrative:
Repairs have not been completed. A f/u report will be sent once the repair is complete.